Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1: b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The harmonic ace curved shears instrument insert involved with this complaint has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. Verification of single use product information via system logs cannot be performed because accessory device product details are not captured in the system log. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. This complaint is being reported based on the following conclusion: it was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the harmonic ace curved shears instrument insert tip broke and fragments fell inside the patient when the instrument was entering the patient. The fragment was retrieved during the same procedure and a back up instrument of the same type was used and the procedure was completed with no reported injury. Unintended fragments falling inside the patient may require surgical intervention. Although there was no patient injury reported, if the failure were to recur, it could cause or contribute to an adverse event. In addition, at this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the harmonic ace curved shears instrument tip broke and fragments fell inside the patient when entering the patient. The fragment was retrieved during the same procedure and a back up instrument of the same type was used and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter for additional information; however, no response has been received at this time.